Event description:
Reportedly, an error message occurred during interrogation.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal functioning was observed. Analysis of the provided expertise files confirmed the reported behavior : the error message occurred during interrogation of a pm, in the episodes reading phase on (B)(6) 2024. The episodes reading started at 16:16:03 and was interrupted by an impedance test at 16:16:15 the observed issue resulted from a poor management of the multiple tests and episodes reading in a short time, leading to the crash of the programmer module. It should be noted that normal functioning was restored as the next interrogation. To avoid this behavior, it is recommended to not perform operation requiring communication with the implant (e.g. Real-time tests, or parameters programming) tests while aida reading is in progress - a correction of this software issue is currently being contemplated in order to prevent the recurrence of such behavior.

Event description:
Reportedly, an error message occurred during interrogation.